Event description:
It was reported through a research article identifying trifecta valves that may be related to a reintervention post procedure. Patient pool has an average age of 71.62, 429 male and 290 female, and has the following medical history: endocarditis, hypertension, diabetes, chronic obstructive pulmonary disease, stroke, peripheral arterial disease, and kidney disease. Details are listed in the attached article, titled "reintervention after aortic valve replacement: comparison of three aortic bioprostheses". It was reported in the article that 719 trifecta valves were implanted in 2004. Between october 2009 and december 2018, 34 re-interventions were performed due to : endocarditis (17), structural valve deterioration (svd) due to leaflet tear (8), svd due to premature calcification (6), and others (3).

Manufacturer narrative:
As reported in a research article, 34 out of 719 trifecta valves were replaced between 5 years and 14 years after implant due to either endocarditis, structural valve deterioration due to a leaflet tear, structural valve deterioration due to premature calcification, or for other reasons. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.